Event description:
The user reported that the cap on the venous sensor was taped in order for the device to work. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.